Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic liver resection, the tissue pad burned completely off the clamp arm after a few minutes of activation. The tissue pad was retrieved from the patient. It isn't known if the tissue pad will be returned with the device. A second like device was used to complete the procedure at power level 3. There were no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r93k6p. Corrected data: device manufacture date is 6/15/2018. Investigation summary the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.